Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the mildly calcified, non-tortuous proximal left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm quantum balloon and then a 4.00x24mm veriflex stent was advanced to the lad but was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent struts were lifted. The procedure was successfully completed with a 4.0x18mm non bsc stent. No patient complications were reported with the patient's current condition listed as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: blood and contrast were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The distal end of the sds was inspected under magnification and damage was found on the stent. The stent had moved 3mm distally on the balloon from the proximal marker band and the first four rows of proximal struts were stretched and extending back up to 180 degrees. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the mildly calcified, non-tortuous proximal left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm quantum balloon and then a 4.00x24mm veriflex stent was advanced to the lad but was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent struts were lifted. The procedure was successfully completed with a 4.0x18mm non bsc stent. No patient complications were reported with the patient's current condition listed as 'fine'.

Manufacturer narrative:
(B)(4)